Event description:
It was reported that a flo-gard infusion pump presented an f-46 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and the review of the alarm log did not reveal any issues related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.